Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and it was unable to detect on bus. The field service engineer (fse) had found that drawer 2.1 on the auxiliary had not been detected on the bus and had failed pockets. After inspecting the drawer, the fse had found no physical issues with the station, cables, or any damages. However, the fse had resolved the issue by reseating all cables and trays to ensure proper functionality. After reassembling all components, the fse verified proper functionality. The system functioned as intended after the field service engineerrepaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was failed and unable to release. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.